Manufacturer narrative:
The lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis did not confirm the reported clinical observation of high capture thresholds measurement. Stylet insertion test failed, this is damage indicative of helix extension/retraction difficulty. A line of code was added for this observation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted as it exhibited high pacing thresholds. This device was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported.